Event description:
The surgeon implanted an aq5010v 3 piece silicone lens. The lens haptic broke off during insertion itno the eye. The incision was enlarged to remove the lens. No pt injury. The iol injector and iol injection cartridge, model and lot numbers unknown.